Manufacturer narrative:
Clarification to section d.4: lot number is fs01545. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device issue: "leak" against a fourte expander fill system.

Event description:
Healthcare professional reported "leak" against a fourte expander fill system. This record is for an unknown side.